Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR as it was documented in error, "at an unspecified time, the cgm was displaying 180 mg/dl and the bg was 124 mg/dl." And "the reported glucose values fall within the b zone of the parkes error grid."

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 6:30pm, the patient was sitting down eating when they started shaking and leaning over the dinner table. He head was slowly moving forward. She also had blurry vision and nausea. It is unknown what the cgm or bg readings were during this time but the patient's bg eventually dropped to 34 mg/dl and the patient almost passed out so they called an ambulance. When they arrived, the bg was tested but they did not tell the patient was it was and it is unknown what the cgm was reading. The patient was treated with oral sugar. At the time of the report, the patient was doing fine. At an unspecified time, the cgm was displaying 180 mg/dl and the bg was 124 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.